Event description:
Patient underwent coronary artery bypass graft (CABG). The postoperative course was complicated by hemmorrhage requiring return to the o.r. For reexploration of the mediastinum. It was determined that the patient sustained a tear of the aortic as well as the femoral artery. These was repaired. The tearing of the vessels were related to the intraoperative use of an intra aortic balloon pump utilized for patient stabilization during the first procedure. Other devices in use at the time of the surgery were: foley catheter 16 fr.; ngt 16 fr.; chest tubes 32 fr x3. Also used during surgery were a swan ganz catheter and endotracheal tube. Unfortunately, the iabp catheter was discarded at the time of the second surgery. Therefore no examination of the catheter was possibledevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown, none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.